Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was fractured, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached (clavicle-rib crush), there was a white substance on the inner insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead had high impedance, high thresholds and was fractured. It was removed and replaced. No patient complications have been reported as a result of this event.